Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. Technical services (ts) analyzed device episode data and determined that this was most likely due to sense b artifact being over sensed. It was also noted that the battery has dropped due to untreated events. As troubleshooting, ts recommended reprogramming the vector to secondary and verify device battery. The noise could not be reproduced with isometrics. There were multiple episodes with noise, but only one instance of electric shock. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. Technical services (ts) analyzed device episode data and determined that this was most likely due to sense b artifact being over sensed. It was also noted that the battery has dropped due to untreated events. As troubleshooting, ts recommended reprogramming the vector to secondary and verify device battery. The noise could not be reproduced with isometrics. There were multiple episodes with noise, but only one instance of electric shock. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. Technical services (ts) analyzed device episode data and determined that this was most likely due to sense b artifact being over sensed. It was also noted that the battery has dropped due to untreated events. As troubleshooting, ts recommended reprogramming the vector to secondary and verify device battery. The noise could not be reproduced with isometrics. There were multiple episodes with noise, but only one instance of electric shock. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, there was another stored episode due to oversensing of noise. Ts recommended reprogramming. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.